Manufacturer narrative:
Based on the information provided, the cause of the reported complications cannot be determined. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. Site history complaint review was conducted on 28-oct-2021 and did not show any additional complaints related to this event. A review of the system logs for the procedure date of 26-oct-2021 has been performed and the following was observed: no relevant errors were observed during this procedure. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: during a da vinci-assisted sleeve gastrectomy procedure, the surgeon found an unspecified leak under the stomach. As a result, the surgeon placed a laparoscopic clip. Approximately 10 hours post-operatively, the patient underwent a secondary, exploratory procedure due to suspected bleeding. It is unknown what symptoms the patient exhibited, if any, prior to undergoing the secondary procedure or if the reported intra-operative leak under the stomach was related to a da vinci product. It is also unclear what medical intervention, if any, was rendered during the secondary procedure. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was initially reported that after a da vinci-assisted sleeve gastrectomy procedure the patient presented unspecified post-operative symptoms. The surgeon reported that during the initial procedure, he had "found a leak under the stomach area and put in a laparoscopic clip¿ to resolve. Details regarding the source, cause, and type of leak were not provided. Approximately 10 hours postoperatively, due to the patient¿s unspecified symptoms and possible bleeding, a second, laparoscopic, exploratory surgery was performed. During the second surgery, the surgeon reported that they ¿found just clots,¿ there was ¿no sign of bleeding," and according to the surgeon, this was ¿not a robotic issue but surgery issue.¿ it is unknown what medical intervention, if any, was rendered during the second surgery. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.